Manufacturer narrative:
Sample was discarded by the customer before it could be requested for eval.

Event description:
A customer contacted baxter's technical service center requesting assistance with ending therapy. The home pt stated that the pt line had come undone in drain 2/4. The baxter technical service representative (tsr) helped the home pt turn the homechoice back on and end therapy. A follow up call was made to the home pt. The home pt stated she is having no complications since this incident. The home pt had gotten out of bed and walked to the bathroom during drain and the pt line disconnected from the transfer set at that point. There was no pt injury or medical intervention as a result of this event.